Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called technical support regarding a cycler alarm while performing pd treatment. Technical support advised the patient to stop the treatment and disconnect from the supplies. While the patient was disconnecting the supplies, she observed a fluid leak coming out from the bottom of the cassette. The patient indicated that there was no fluid in/on the cycler so technical support advised her to continue to use the cycler. The following morning, the patient had spoken to the pd nurse regarding this incident, who in turn had advised the patient to call technical support again and request a cycler replacement as a precaution. Upon follow up with the pd patient it was determined that the patient had not experienced any adverse events as a result of this incident and no antibiotics were prescribed as prophylactic. The patient used continuous ambulatory peritoneal dialysis (capd) to complete her treatments. The cassette/tubing set in question was discarded.